Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 lead implanted: 2006 (B)(6); product ID 5076-52 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient¿s system was removed due to "twiddler's syndrome". It was noted, the patient had dislodged the right ventricular (rv) lead and caused muscle stimulation. No further patient complications have been reported as a result of this event.